Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera and gordonae. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
H11: the device was cleaned and disinfected by the field service engineer. Additional information regarding the disinfections methods performed at customer site were gathered: the device is cleaned regularly as per the instructions for use. The hospital does not use reusable blankets. Water quality monitoring is applied, and h2o2 levels are checked daily as prescribed by the IFU. When not in use, the device is stored emptied. Not applicable: the device is not stored full, so h2o2 monitoring during non-use is not required. H2o2 is added when the water in the tanks is changed every 7 days. A disposable pall-aquasafe water filter with a 0.2 m membrane or an equivalent performance filter is used for tap water. Before initial operation and before storing the heater-cooler, the surfaces and water circuits are disinfected. The surfaces of the device are disinfected after each operation. The 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theatre during use. When inside the operation theatre, the fan of the device is positioned towards the wall, opposite to the operating table. The estimated distance between the surgery field and the device is approximately 2 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the livanova complaints database indicated that, since its installation in 2017, this unit has been associated with one additional reported contamination event. No deviation from product instruction for use in terms of cleaning and disinfection procedures was identified. As no other devices/surfaces in the or/ICU were tested in order to identify the source of contamination, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite it could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.